Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the cutter tip and one of the end shafts were broken off. However, the broken pieces were not returned for investigation. The probable cause of this condition is the excessive force used to pry and/or leverage the device. The cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-1204as-105 flipcutter ii had an issue. The tip broke off during a case. The patient was not affected.